Manufacturer narrative:
Device is currently under investigation. We will be sending a follow-up report when investigation is completed. There are numerous possible root causes of the burn that exists, including but not limited to: inadequate skin preparation. Improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to patient movement, and others. Precautions are indicated in the ept-1000xp operator's manual to read and follow the dispersive indifferent patch (dip) electrode manufacturer's instructions for use. It is also indicated in the manual to check that ground pads are properly applied and that connections are secure prior to rf delivery.

Event description:
In 2008, the following was reported to boston scientific by the user facility; a patient who had a procedure in 2007 recently went to an unknown urgent care facility to report a burn on area that was treated. The user facility is very skeptical of the claim as they had no indication of any problem/burn after the procedure was completed. Their protocol is to immediately write up any reported problems & remove said equipment until an investigation is complete. The equipment continues to be in use. At least 4 procedures have been done the same day.